Manufacturer narrative:
E1: reporter phone number - (B)(6).

Event description:
Philips received a complaint indicating that the v60 device had a navigation ring issue. The navigation ring was defective and required a replacement. There was no patient involvement at the time the issue was discovered. Bench service was evaluating the device when the issue was found. Bench repair replaced the front bezel with the navigation ring and confirmed the reported issue was resolved. The device passed the required performance verification tests per philips standards and was returned to service.